Manufacturer narrative:
D10: concomitants: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6), 320-06-38 - glenosphere 38mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-38-13 - 145-deg pe 38mm const hum liner +2.5. (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 65 yo male patient, who had a left shoulder implanted, underwent a revision procedure. It appeared the humeral liner was dissociated from the humeral plate. The surgeon believed that the poly had been dissociated for quite some time per the x-rays. The patient had significant metallosis throughout joint. Both the humeral stem and glenoid baseplate were loose. They were removed and an antibiotic spacer was implanted. The patient will be revised with a custom glenoid at a later date. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return due to hospital policy. Device images were provided. No further information. This is the 1st of 2 events for this patient - see MDR# 1038671-2025-02264.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h4, h6, h11. MDR section codes updated/corrected: b, c, d, f, g. The revision was likely the result of locking screw disassembly and subsequent glenosphere disassociation as reported. However, locking screw disassembly cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.